Event description:
After implanting a reduced aortic cphv, closing the heart and taking the pt off cardiopulmonary bypass, it was believed that one leaflet of the cphv was not moving properly. The surgeon elected to remove the valve without attempting to rotate it and replaced it with another reduced aortic cphv of the same size. The valve has not been returned to the MFR at this time, additional info has been requested.